Event description:
It was reported that the device failed to power on with ac or dc (battery) power during a daily check of the device. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio-control observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.